Manufacturer narrative:
The customer¿s complaint of the battery not retaining full charge while the pcu is left unplugged could not be confirmed. There are no specifications for charge retention of the pcu battery. As stated in the alaris system dfu, the pcu power cord should remain connected to a hospital grade ac power source whenever possible. The battery is intended as a backup system; leaving it plugged in assures that a full charge is available when needed. The customer¿s complaint of the battery runtime gauge going up considerably (the event description states the estimated battery runtime went from approximately 6.5 ¿ 7 hours to 9 hours) was confirmed during lab testing. The pcu display automatically dims after 2 minutes (+/- 10 seconds) of no keys being pressed. This is a normal feature of the alaris system, per (B)(4). Once the display dims, it consumes less power, and, therefore, the estimated battery runtime increases accordingly. If a key is pressed, then the display switches to full illumination and the battery runtime will be reduced because of the energy consumption of the display backlight. Another noted time when the battery runtime gauge fluctuates is when the estimated time is near a ¼ or ¾ hour interval. Because of the battery runtime gauge displays only half hour increments, ¼ and ¾ hour times may cause the gauge to toggle between two adjacent times, such as 9.0 and 9.5. During lab testing, the battery runtime gauge provided an estimation within specifications per (B)(4). Also, the battery successfully passed battery runtime testing per dir (B)(4). No anomalies were found. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference : (B)(4). The customer stated that there was no patient involvement.

Event description:
The customer reported devices that had ben unplugged the week before had less than 5 minutes of charge. The customer is concerned because they found that a fully charged device drained to less than 4 hours after only 2 days. The customer had 2 devices, one with 8.5 hours charge, and another with 8 hours charge, each with one module attached, and they left the pumps unplugged for 24 hours. The next day, the devices stated they had lost 1.5 hours of battery life, then the devices displayed they had 9 hours of expected life. The battery life displayed goes down at times and it goes up at times despite being unplugged. There is no report of patient involvement.